Event description:
A surgeon reports that one of the dr's patients is experiencing reduced night vision and mild glare following intraocular lens implant surgery. The pt is also sensitive to light and has had to wear sunglasses all the time. The patient's visual acuity is 20/20 and the lens remains implanted. The association between this event and the intraocular lens is not known.